Manufacturer narrative:
Findings: pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked end cap near drive support disk. Drive support disk was inspected and no anomaly was noted. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the drive support cap of their insulin pump. The customer's blood glucose level was 144 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.